Manufacturer narrative:
(B)(4). Customer returned freestyle blood glucose monitor with serial number (B)(4). The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing.

Event description:
A customer reported a complain of imprecise sequential readings on their freestyle blood glucose monitor. The customer obtained readings of 55 mg/dl, 40 mg/dl, 29 mg/dl, and 388 mg/dl within a ten minutes timeframe. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.